Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Patient's current bg: 600 mg/dl. Customer had no delivery alarms since 11 am this morning and his blood glucose have been above 600 mg/dl since then. The customer experienced symptoms kind of throwing up/thirsty/ nauseous. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer run manual prime/fill tubing with current set and insulin exited at the qr. The pump will not be returned for analysis.